Event description:
It was reported that a leak from the patient line was discovered during peritoneal dialysis therapy on the homechoice device. The patient was not connected to the device at the time of the event. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The patient planned to complete therapy using manual exchanges. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4).. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): a sample was recieved for evaluation. A visual and microscopic inspection were performed an revealed a crack in the patient line tubing approximately six inches from the junction with the cassette functional testing was performed. The leak testing confirmed the reported issue of leaking tubing. Clear-passage testing, clamp-function testing and simulated- use testing were also performed and revealed no issues. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The assignable cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.